Event description:
Patient reported right side intracapsular rupture, "observed lump in one breast" and isolated micro cysts diagnosed via ultrasound. Healthcare professional additionally reported capsular contracture baker grade I. The device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ lump/nodule: unable to observe since it is not related to the device. ¿ cyst(s: unable to observe since it is not related to the device. ¿ rupture: broken device assessed as unidentified (tear) opening (shell thickness was within specification).and missing piece of shell assessed as inconclusive. As per the investigation procedure crease was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient reported right side intracapsular rupture, "observed lump in one breast" and isolated micro cysts diagnosed via ultrasound. Healthcare professional additionally reported capsular contracture baker grade I. The device has been explanted and replaced with non-abbvie device.

Event description:
Patient reported right side intracapsular rupture, "observed lump in one breast" and isolated micro cysts. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported right side intracapsular rupture, "observed lump in one breast" and isolated micro cysts diagnosed via ultrasound. Healthcare professional additionally reported capsular contracture baker grade I. The device has been explanted and replaced with non-abbvie device.

Manufacturer narrative:
Visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. Lump/nodule: unable to observe since it is not related to the device. Cyst(s): unable to observe since it is not related to the device. No further actions are required since no issue in the manufacturing of the device is observed.